Event description:
Customer reported the vertical lift works intermittently. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended.